Event description:
Customer reported a past incident of low blood glucose, with the lowest level recorded at 24 mg/dl. Paramedics provided assistance and had the customer consume carbohydrates as a corrective action. Customer was advised by technical support to consult a healthcare provider to discuss factors affecting blood glucose levels, and they acknowledged this advice.